Manufacturer narrative:
Unit received with blank display due to moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, crake reservoir tube lip.

Event description:
Customer reported via phone call to have a blank screen display and was not accepting new battery. Customer's blood glucose was 79 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.